Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 301 mg/dl. After the alarm, the customer attempted to deliver a correction bolus, but did not receive the complete bolus. The customer changed the supplies on the pump and the remainder of the bolus was delivered. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.